Manufacturer narrative:
(B)(4). Alleged failure: smoke and fire coming out. Confirmed failure: damaged component. Probable root cause: console fuses fail to break circuit due to excessive mains current leading to fire isolation power supply failure. Use error: console is sterilized or disinfected. Use error: console cleaned with incompatible products. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was alledged that there was a thermal event. No medical intervention or adverse consequences were reported. Procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was alledged that there was a thermal event. No medical intervention or adverse consequences were reported. Procedure was completed successfully.